Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was implanted on (B)(6) 2018, the right ventricular lead was found to have dislodged. While repositioning the lead, the physician had difficulty retracting the helix. Then on (B)(6) 2018, the lead dislodged again and was explanted and replaced. The patient was stable before, during, and after.

Manufacturer narrative:
Analysis was normal. No anomalies were found.